Event description:
It was reported that the customer and her healthcare provider experienced trouble plugging the cable into the pump due to damage at the usb port. There was no reported impact to the customer's blood glucose level. The customer was advised by technical support to send images showing the usb port damage for further assessment, and a return shipping label was arranged for both the pump and a potentially damaged charging cord.